Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f 125 cm judkins left (jl4) infiniti diagnostic catheter deteriorated near the hub of the catheter while still in sterile packaging. It is possible that uv light exposure occurred through the crack in the cabinet. The only catheters affected were those hanging on the middle rack, which was aligned with the cabinet opening. There was no reported patient injury. The device was stored in a cabinet with ultraviolet (uv) protection. There was no visible packaging damage. No photographs are available. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 4f 125 cm judkins left (jl4) infiniti diagnostic catheter deteriorated near the hub of the catheter while still in sterile packaging. It is possible that uv light exposure occurred through the crack in the cabinet. The only catheters affected were those hanging on the middle rack, which was aligned with the cabinet opening. There was no reported patient injury. The device was stored in a cabinet with ultraviolet (uv) protection. There was no visible packaging damage. No photographs are available. The sterile 4 f inf 0.038" 125cm jl4 catheter was received coiled inside a transparent plastic bag. Upon unpacking and visual inspection, the strain relief was found to be degraded, with blue flakes present inside the sealed packaging. No other damage or anomalies were seen on the remaining device components. Due to the observed condition, magnified imaging was performed. The images revealed yellowish discoloration on the hub and confirmed the presence of degraded strain relief material, consistent with blue particulate seen within the packaging. The reported ¿strain relief-degradation¿ was seen on one of the devices during the product analysis, which correlates with the reported events. The exact cause of the degradation is unknown. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information and product analysis, the cause of the strain relief degradation could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.